Event description:
This letter is being sent to acknowledge the product experience you recently reported. We have opened complaint reference number (B)(4) to document our investigation of the following report. Details of this report are as follows: on two occasions, the 1002.09c0 shoulder restraints were used to keep a patient from sliding off an unnamed or table while the patient was in the trendelenburg position. After surgery, patients complained of numbness and pain in their shoulders and arms. The pain subsided after a few days. Maquet utilizes the complaint program to monitor customer satisfaction with our products. We appreciate your bringing your experience to our attention. We have initiated an investigation of this complaint, to determine the root cause of the experience you reported, and whether or not any corrective/preventive action should be taken related to this report. We will advise you of our investigation results. ((B)(4)). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).